Event description:
It was reported that according to the hcp, the patient was experiencing an increase in spasticity over the whole body. The hcp wanted to do a dye study on (B)(6) 2014 for a suspected catheter issue. As of the date of the report, no troubleshooting or diagnostic testing had been performed and no action had been taken. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report. Additional information later reported the dye study was done and the catheter appeared intact with good flow.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received later reported the dye study results was good flow. There was no catheter issue. No further action had been taken.

Manufacturer narrative:
(B)(4).